Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient representative said that the patient needs an MRI of their brain because they found a mass on the brain. They said the last time the patient charged was 6 months to a year ago because it wasn't working. During the call they put their husband on the line and they said they don't have the external equipment with them, but a family member is on the way with it but wont be there for 2 and a half hours. When the family member arrives they will call pats back for help charging ins with prm to get into MRI mode. If hcp needs pt to have an MRI sooner they will call nas to page a rep. Provided nas number hcp inquiring if pt can have MRI. Hcp reports pt said that the scs is "not functioning properly" and the programmer does not communicate with the ins. Hcp suspects the issue may be that the ins battery is depleted but was not with pt at time of call.